Event description:
Trident psl cup implant unable to be removed from the impactor. Cemented cup implanted instead. Delay was approximately 30 minutes while an effort was made to remove the cup unsuccessfully and then open new cemented product to implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding assembly issue involving a universal impactor/positioner was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event. Method & results: device evaluation and results: a dimensional inspection noted the device was dimensionally within specification. A functional inspection noted the device was functionally acceptable. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the investigation concluded that the returned device was dimensionally and functionally acceptable. The reported event could not be confirmed or replicated.

Event description:
Trident psl cup implant unable to be removed from the impactor. Cemented cup implanted instead. Delay was approximately 30 minutes while an effort was made to remove the cup unsuccessfully and then open new cemented product to implant.